Event description:
Had tot for sui inserted (B)(6) 2010. Procedure/product made sui worse. Had pain since insertion. Painful sex, hurt my husband as well due to vaginal erosion. Had to have mesh removed (B)(6) 2011.